Event description:
A peritoneal dialysis patient reported being treated for peritonitis. A follow up call was made to the patient's peritoneal dialysis nurse who reported that the patient was diagnosed with a touch contamination peritonitis on (B)(6) 2015. The patient was treated with ip gentamycin, and he was still on his antibiotics.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.